Event description:
During orthopedic procedure a retractor broke and a piece of the retractor could not be retrieved. Pt also noted to have lost pulses at his ankle. Pt returned to the operating room later on (B)(6) for removal of foreign body and repair of popliteal artery.